Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material on light guide rod lens and air/water cylinder and channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established. (Foreign material on light guide rod lens and air/water cylinder and channel.) The most probable cause of the complaint is no problem detected.(image disappear) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope's image disappeared during colonoscopy procedure. There were no reports of patient harm.